Event description:
The customer reported, the ventilator alarmed and went vent inop while in use on a pt. The customer reported there was no pt harm. The MFR's service tech was unable to duplicate the customer reported problem. The service tech reported a diagnostic code in the ventilator log history that indicated a ventilator restart. Extended self testing was completed and all tests passed per operating specifications.